Event description:
Laserscope/ams received a letter faxed from a pt that stated after a greenlight pv procedure in 2006, he immediately developed several prostatic urethra stones on the lasered site which had to be surgically removed.

Manufacturer narrative:
The patient was not contacted by laserscope/ams quality or regulatory dept per request of ams legal dept. Laserscope's clinician responded to laserscope quality and regulatory dept as stating that prostatic stones are not uncommon and are commonly visualized when the surgeon reaches the prostatic (surgical) capsule. It is very possible that the operating surgeon did not remove enough tissue, and that the necrotic tissue began to slough off, stones became evident or that there was some calcified tissue. This is a function of surgical technique, not the laser itself. The serial number of the laser system or name of the doctor/facility is unknown.